Manufacturer narrative:
G4: 19mar2020. B4: 24mar2020. The sensor pcb (printed circuit board) passed all tests. No faults are found on this returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/12/2019.

Event description:
The customer reported a high internal oxygen alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The fse (field service engineer) evaluated the device and confirmed the reported issue. They also found that the power status overlay leds (light emitting diode) do not illuminate, and countdown reset occurred at start up. The service technician replaced the sensor printed circuit board to correct the reported problem. He also replaced the power status overlay and the power leds are functioning correctly and replaced the power switch to correct the countdown resetting at start up. Aged and discolored internal tubing was replaced as a precaution. The ventilator was calibrated successfully and passed all required testing. All the issues have resolved.